Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a venotomy closure of bilateral common femoral veins was attempted with four prostyle devices using the pre-close technique via a 5f sheath prior to the pulse field ablation (psa) procedure in the left common femoral vein (lcfv) and a post-close in the right common femoral vein (rcfv) using 7f, 9f, 12f sheath bilaterally. Reportedly, a cuff miss [suture retrieval issue] occurred with all four devices. This occurred with one prostyle device in the lcfv and three prostyle devices in the rcfv. The sutures of two new prostyle devices were successfully pre-placed in the lcfv. An additional prostyle device was successfully pre-placed in the rcfv. The sheath was upsized to 16f sheath in the lcfv and the psa procedure was completed. Hemostasis was achieved in the lcfv using the pre-placed prostyle sutures and the additional prostyle device was used to achieve hemostasis in the rcfv. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.